Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had gotten 09062020gpg, charger error message during recharge. Instructed patient to remove battery for 1 min and replace. Patient was able to complete charge cycle. Follow up as done on (B)(6) 2020 and patient states battery depleting quickly. Patient plans to reach out to physician. Follow up wednesday (B)(6) 2020. The cause was unknown. Issue was resolved at the time of the report. (B)(6) 2020, e1 (rep): additional information was received from the rep. It was reported that the cause of the error message was unknown. It was clarified that the battery of the ins was depleting fast. The cause was unknown. Patient has not followed up as requested. Neither device issues, nor patient non-compliance were suspected.